Manufacturer narrative:
Patient information was unavailable from the site. UDI not available for this system at time of filing. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable as the lot number is unknown. A medtronic representative inspected the navigation system onsite and confirmed the spine clamp was broken. The clamp was replaced. The suspect part will not be returned to the manufacturer for evaluation as it was discarded at the site.

Event description:
A site representative reported that, while in a spinal fusion procedure the screw fixation on the spine clamp could not be properly fixed at the end of the surgery when the surgeon was removing the clamp. There was no reported delay to the procedure due to this issue and no impact on the patient outcome.